Event description:
It was reported while stimulation was on the patient felt shocking in her middle thoracic area since yesterday. The patient turned stimulation off and had not felt shocking since. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# n0029215, implanted: (B)(6) 2005, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, lot# n0023606, serial# unknown, implanted: (B)(6) 2005, product type: lead. (B)(4).